Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of lung in a video-assisted thoracoscopic lobectomy procedure, the device did not fire. The surgeon was able to pressed the green button but was not bale to squeeze the handle. New device opened to complete the case. There was no patient injury.